Event description:
It was reported that the patient experience infection 5 years after his inflatable penile prosthesis (ipp) implantation procedure. All components were removed and replaced. No further complications were reported in relation to this event.